Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011028/k013227.

Event description:
It was reported a fracture of the upper part of the implant at tooth site 12 observed when the clinical procedure was finished. Crown fell out due to implant fracture and the implant was removed. The process was completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. A third party removal tool was attached that did not contribute to the event. DHR review was completed for the subject lot number 1271443. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271443, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.